Manufacturer narrative:
Results: incompatible footboard.

Event description:
It was reported by service report that the bed was giving an error because the footboard was switched with another bed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.